Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose and air bubbles. The customer¿s blood glucose level was 449 m/dl at the time of the incident and patient's current blood glucose was 339 mg/dl. The customer experienced symptoms such as tired, very thirsty and kidneys were hurting. Customer treated for high blood glucose with the insulin pump . Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer stated that the pump said bolus not delivered and she put in the crabs but not the bg. Customer stated that her blood glucose is a little high . Customer stated that she did not put in the blood glucose she just did the cabs she did not check the blood glucose she already knew what it was. Customer stated her blood glucose is 439 mg/dl. Customer stated that she has big and little air bubbles in the tubing. Customer was not sure about the size of bubbles. The insulin pump and reservoir will not be returned for analysis.